Event description:
Pin was tighted to the point that it perforated the medial cortex of the medial fragment. Surgeon had to move it laterally and remove it for better placement. The chuck was not able to tightened onto the pin so it could not be backed out. Surgeon had to make incision medial to the perforated cortex and put counter pressure on it to get the pin out. The surgery was extended approx 20 minutes.